Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation under the lifevest. A medical care provider evaluated the patient and prescribed a cream (type unknown). Follow up with the patient indicated the skin irritation had improved.